Manufacturer narrative:
(B)(4).

Event description:
The pt reported that her implantable neurostimulator (ins) malfunctioned and was explanted in 2008. The ins was somewhat helping to manage her pain. Add'l has been requested, a f/u report will be sent if add'l info becomes available.